Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The impedance values varied from 1680 to 2912 ohms. The sensing integrity counter indicates a possible intermittency in the system.